Event description:
It was reported that the patient underwent a surgical procedure involving this inflatable penile prosthesis (ipp) as the pump was extremely hard resulting in inability to inflate and deflate the device. The existing pump was removed and a new pump was connected to the existing cylinders and reservoir. There were no patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure involving this inflatable penile prosthesis (ipp) as the pump was extremely hard resulting in inability to inflate and deflate the device. The existing pump was removed and a new pump was connected to the existing cylinders and reservoir. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The ams700 momentary squeeze (ms) pump was visually and microscopically examined, and underwent leak and functional testing; no damages were found upon inspection. The tubing segment passed testing. The pump did not pass the activation test. This could affect the functionality of device and may have caused or contributed to the reported clinical observations.